Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient was treated for an abdominal aortic aneurysm. The physician implanted a gore® excluder® aaa endoprosthesis featuring c3® delivery system and a gore® excluder® aaa endoprosthesis. The procedure was successful and the patient tolerated the procedure. On (B)(6) 2021, the patient underwent a reintervention to treat a type ia endoleak from the gore® excluder® aaa endoprosthesis featuring c3® delivery system. A gore® excluder® aaa endoprosthesis was implanted. The endoleak was stopped, and the patient tolerated the procedure. It was stated that the endoleak was likely caused by disease progression and calcification of the aorta.